Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of a burning, painful sensation at the implant site. The implantable cardioverter defibrillator (ICD) was found to have eroded through the patient's skin. The ICD system was explanted and replaced. No further patient complications have been reported as a result of this event.